Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the descending colon during a hemostasis of wound after polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the patient presented about 0.8 to 2.0 cm wide base polyp. The glycerol fructose fluid was injected into the patient's submucosa and the lifting test was positive when the high frequency electrotomy was performed. The physician used the clip and the clip was able to grasp and lock onto tissue, but could not be detached from the catheter to deploy. Reportedly, the deployment action was repeated several times and the endoscope had to be shaken within a safe range. The procedure was successfully completed with a non-bsc clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on august 12, 2020. It was reported that the procedure performed was colonoscopy.

Manufacturer narrative:
Block e2: health professional was approximated to yes as the initial reporter's complete name and occupation are unknown but the event was reported to have occurred at a health care facility. Block d4, h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration dates are unknown. Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block b5 (procedure name), e1 (initial reporter address 1), (initial reporter address 2), (initial reporter city), (initial reporter zip / post code)

Manufacturer narrative:
Health professional was approximated to yes as the initial reporter's complete name and occupation are unknown but the event was reported to have occurred at a health care facility. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration dates are unknown. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the descending colon during a hemostasis of wound after polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the patient presented about 0.8 to 2.0 cm wide base polyp. The glycerol fructose fluid was injected into the patient's submucosa and the lifting test was positive when the high frequency electrotomy was performed. The physician used the clip and the clip was able to grasp and lock onto tissue, but could not be detached from the catheter to deploy. Reportedly, the deployment action was repeated several times and the endoscope had to be shaken within a safe range. The procedure was successfully completed with a non-bsc clip. There were no patient complications report as a result of this event. The patient condition following the procedure was stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.